Event description:
The patient was ultimately discharged home in stable condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported abdominis sheath hematoma as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2023, the patient complained of left abdominal pain. A computed tomography scan was performed and found an abdominis sheath hematoma. There was no trauma to the site. The patient was admitted for observation and received narcotics. A second computed tomography showed the hematoma had decreased and the patient's pain resolved.